Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Investigation summary: one (1) sample and three (3) photos were provided by the customer for investigation. The sample was returned in an opened blister pack and was visually examined. It was observed that the scale marking gradient is completely missing from between the 10 ¿ 20ml gradients and that it is partially missing from between the 22 ¿ 36ml gradients. It was also noted that between the 10 ¿ 20ml gradients that the barrel is scuffed. Additionally, the three (3) photos provided by the customer show the broken plunger rod rib in one (1) photo. A second (2nd) photo shows eight (8) syringes in blister packs. The third (3rd) photo shows the gashes in the side of the barrel. The barrel has a rubmark which caused the missing print. A rubmark is likely caused by a barrel or plunger rod getting caught in the machinery and making contact with syringes as they are being processed. A broken or damaged plunger rod is likely caused by a jam on the assembly machine. If there is a mistiming between the assembly of the plunger rod to the barrel, it could cause the plunger rod to break and/or be damaged. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Investigation conclusion: a complaint history check was performed and this is the 1st related complaint reported with the defect/condition of scale marking issue for lot #8332902 item #309653. A device history record (DHR) review was performed on the batches associated with this investigation. The DHR review did not reveal any defects or issues reported and no quality notifications were issued. Rationale: bd acknowledges that the returned sample, and the photos provided by the customer, have scale markings rubbed off due to a rubmark. The customer reported finding thirty-five (35) affected barrels in their process. As these thirty-five (35) incidents would not exceed the acceptable quality limit (aql) of ¿graduated scale ¿ missing print = 0.25% aql¿ for the batch, no corrective or preventative action will be taken.

Event description:
It was reported that 35 syringe 60ml ll tip 1ml 2 oz in 1/4 oz experienced scale marking issues. The following information was provided by the initial reporter: no labeling.